Event description:
On (B)(6) 2012, the reporter contacted animas reporting that the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The reporter claimed that the boluses were sometimes cancelled. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or tearing was observed. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery. All other keypad buttons were responsive; the complaint was not duplicated at the time of testing. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and moisture corrosion. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.